Event description:
A customer contacted baxter to report that the factory tip protector had been separated from the luer when the patient opened the pouch. There was no patient injury or medical intervention. There was no patient involvement.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint for the loose/disconnected protective cap was not confirmed. A cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.